Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following . It was reported by customer that broke when she primed the new line with a new bag of amiodarone; the part of the line attached to the distal (patient side) port of the filter detached while priming the line; the nurse noticed blood back flowed into the line and the line was disconnected at the distal end (the patient side) of the filter.